Event description:
In 2008, the patient reported that the display of his infusion device has three lines across it. He stated the lines have been present for about 6 months. He is still able to use the device but the lines make it difficult to read the display. He stated that he works outside in hot weather and sometimes the infusion device is exposed to direct sunlight. He stated that he normally stores the infusion device in a "fanny pack" with an ice pack. He stated that it is possible that the infusion device was dropped but he does not recall a specific instance. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.